Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level of over 750 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous drip. The customer also reported other events such high stress and unconscious. The customer alleged that the insulin pump was under delivering. The customer reported that the drive support cap was normal. The customer was also hospitalized on (B)(6) 2019 due to diabetic ketoacidosis with unknown blood glucose level and was treated with intravenous drip. The customer was advised to discontinue using the insulin pump and revert to back up plan per. The insulin pump will be returned for analysis.